Event description:
It was discovered during service and repair pre-testing that the motor device had "low rotations per minute (rpms), a loose set screw, a loose connector body, and a frayed cable." The alleged malfunctions were observed during testing. Therefore, the device was not used in surgery. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned without an alleged malfunction. During pre-repair testing, it was observed that the device "low rotations per minute (rpms), a loose set screw, a loose connector body, and a frayed cable." (B)(4) evaluated the device and confirmed that the device did not meet manufacturing specifications. Evidence indicates this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.